Event description:
It was reported that they received multiple tighten assembly errors during a gastric bypass procedure. The procedure was completed with a second hand piece and the same disposable instrument. No patient consequence.

Manufacturer narrative:
(B)(4). The handpiece was received with the mount loose. It was connected to a generator, evaluated with a test instrument and resulted in alert screen displayed by the generator. The instrument was disassembled to inspect the internal components and no anomalies were found. No conclusion could be reached as to what caused this issue. No incident related to the reported event was observed during the batch record review.